Manufacturer narrative:
During service performed on (B)(6) 2023, the autopulse platform (sn (B)(6)) intermittently failed to initiate upon pressing the green start button. The root cause for the observed issue was due to defective user interface (ui) membrane as a result of normal wear and tear. The autopulse platform was manufactured in november 2015, and it is more than 7 years old, well beyond its expected service life of 5 years. Ui membrane was replaced to address the issue. Visual inspection of the returned autopulse platform revealed no physical damage. During further inspection, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to wear and tear of the device. The impact of a sticky clutch was not severe enough to make the platform non-functional. In addition, the backlight of the platform was not functioning. The root cause of the backlight issue was a defective processor board as a result of normal wear and tear of the platform. The defective processor board was replaced to remedy the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. A brake gap inspection verified the brake gap was within the specification. A load cell characterization test confirmed that both cell modules function within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Event description:
During service performed on (B)(6) 2023, the autopulse platform (sn (B)(6)) intermittently failed to initiate upon pressing the green start button. No patient involvement.